Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding arrhythmic event, in order to make a root cause determination, all essential clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6: investigation: type, findings and conclusion codes and h6: component code were updated accordingly based on the completed investigation. Related medical device reports: this impella rp flex report is one of three devices associated with the event story. Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the first impella cp and the second impella cp, which is associated with the demise outcome.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella rp and impella cp device for bipella mechanical circulatory support (mcs) and subsequently experienced complications requiring intervention. The patient would eventually expire. The patient had a complaint of general malaise and weakness for one week. The patient confessed running out of medications three to four days prior and also had chest pain. However, the patient did not seek help. The patient was admitted as st-segment elevation myocardial infarction and an impella rp flex was placed. The patient was began having some ventricular tachycardia. Milrinone drip was stopped, and vasopressin drip was started. While on the unit, the patient continued to decompensate requiring additional pressors. The patient was taken back to the catheterization lab for diagnostic left heart catheterization and possible impella cp placement. The decision was made to place impella cp for additional support. Levophed was given 33 mcg/kg/min, vasopressin: 0.04 u/min, epinephrine: 0.8 mcg/kg/min, and heparin: 800 u/hr. The 6fr sheath was exchanged for impella 14 fr sheath after serial dilation. The impella cp was advanced over the wire into left ventricle without complications and started in auto to 3.1 l/min flow. The patient was in atrial fibrillation and cardioversion was performed twice to normal sinus rhythm. Impella peel-away sheath was removed; repositioning sheath was advanced. Suction alarms sounded, pulsatility lost, and the patient's pressure dropped. An angiogram revealed the impella cp kinked at groin and in the left ventricle. The impella cp was pulled back and straightened without difficulty but remained in suction. Repositioning was attempted several times. An echocardiogram showed adequate placement with no sign of effusion or any other problems causing suction. However, the decision was made to replace impella due to possible kink/damage from exchanging the repositioning sheath. Impella cp was removed, and a new impella 14 fr sheath was advanced into left femoral artery to advance the second impella cp pump into left ventricle without any complications. The second impella cp pump was slowly ramped up to p-4 without any complications. However, there was suction alarm at performance level p-5 noted. Echocardiogram showed a small left ventricle and dilated right ventricle. Normal saline bolus for volume was started. The patient went asystole and cardiopulmonary resuscitation was started. However, despite all efforts, the patient was unable to survive this event.

Manufacturer narrative:
Medical safety officer reviewed the event and determined the following: regarding the impella rp, there is no reason to believe the arrhythmic event is related to the impella rp flex. The underlying condition of the patient appears to have contributed to this. However, dissociation cannot be made, and the arrhythmic event is being reported as a serious injury. There is an identifiable connection, as the impella rp device was present at the time of the arrhythmic event. During an unsuccessful attempt to place the first impella cp, the device kinked folded on itself, and the patient had an episode of atrial fibrillation. Another cp was successfully implanted. Regarding the replacement or second impella cp, there was suction event; the patient may have needed more support per the note. The patient went into asystole, and this, however, is unrelated to the impellas. Conservatively the report is being submitted as death for the (second) impella cp. Although, the patient's underlying condition is likely the reason for the patient going into asystole requiring cardiopulmonary resuscitation. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella rp flex report is one of three devices associated with the event story. Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the first impella cp and the second impella cp, which is associated with the demise outcome.